Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations confirmed and reproduced the customer reported complaint. The usm was tested on an in-house system and failed in normal mode as an error 1007 was triggered and the usm was disabled. The usm was also tested in-house with the original proximal and distal set up joints that failed in the field, and it was determined that the usm was causing the errors. After further investigation, components isolation was performed, and it was determined that the axes controller motor (acm) was the cause of the problem. The acm was swapped with a new one, and the errors no longer occurred. The original acm was reconnected, and the errors returned. The acm will be replaced as a fix. Intuitive surgical, inc. (Isi) received the distal set up joint (suj) involved with this complaint and completed the device evaluation. Failure analysis investigations did not replicate the customer reported complaint. The suj was placed on the system and did not replicate any errors. The suj was moved to psc fixture test platform (pftp) machine and passed a test. The rfe logs were examined, and found errors on arm net. Intuitive surgical, inc. (Isi) received the proximal set up joint (suj) involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed but did not replicate the customer reported complaint. Further investigation indicated that the usm was the unit causing the errors. Fa installed the suj on the inhouse system and did not trigger any errors. Next, installed the suj on the pftp and passed all test.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting the occurrence of non-recoverable faults on universal surgical manipulator (usm) 2, an investigation is in progress. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the reported errors. The fse replaced the (usm) 2, proximal inner set up joint (suj), and the distal inner suj to correct the recurring 1007, 25730, 23108, 31221, 31067, 307 errors. The system was tested and verified as ready for use. The complaint regarding the occurrence of non-recoverable faults on usm2 was confirmed by fse evaluation, which indicates that the device did contribute to the customer reported issue. Isi has received the usm, the proximal inner suj, and the distal inner suj but failure analysis has not yet been completed. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained. No image or video was provided for review. A review the procedure logs shows confirm an incisional hernia tapp procedure took place on (B)(6) 2022 via system (B)(4). A review of the site's system logs for the reported procedure date was conducted by isi technical support engineer (tse) when the caller called for assistance and when the fse was onsite to do troubleshooting. Investigation revealed multiple errors that may have been related to the system issue. System issues related to error messages/faults can be worked through with troubleshooting measures, such as reviewing logs. Error codes like error(s) 1007, 25730, 23108, 31221, 31067, 307 are an indication of system state. Errors occur when the system has detected a potential issue, or when it cannot be sure there is no issue and, therefore, the system transitions to a safe error state. This issue can be resolved by replacing the proximal suj, distal suj, and usm 2 in accordance with isi procedures. This complaint is considered a reportable event due to the following conclusion: a universal surgical manipulator (usm), proximal inner set up joint (suj), and the distal inner suj was replaced after the completion of the procedure due to multiple non-recoverable faults. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted incisional hernia tapp surgical procedure, the operation room (or) staff contacted the intuitive surgical, inc. (Isi) technical support engineer (tse) to report they had experienced 3 non recoverable faults while they worked. The tse reviewed logs and saw several errors on universal surgical manipulator (usm) 2 and or staff confirmed that was the arm they were having issues with. No troubleshooting was performed at the time of the call as the issue was not being observed currently but or staff wanted it checked out. The or staff stated they performed a power cycle of the system and the errors have not come up again. The or staff stated they replaced the instrument and not having issues now. The tse recommended if it does come back to perform a hard power cycle of the system. The procedure was completing as planned with no reported injury. Isi contacted the initial reporter and obtained the following information: the procedure was completed robotically. The initial reporter thinks the issue was resolved after troubleshooting and mentioned not able to remember many details and did not provide any further information.